Event description:
Related manufacturer report numbers: 2017865-2022-38102, 2017865-2022-38103. It was reported that oversensing was observed on the right atrial (ra) and right ventricular (rv) channels. The device, ra lead and rv lead were explanted and replaced to resolve the event and the patient was in stable condition. It is unknown, if the device was explanted due to the reported complaint.

Manufacturer narrative:
The reported event of oversensing was not confirmed. As received, only the connector portion of the lead was returned in one piece. Electrical testing revealed no indication of conductor fractures or internal shorts. A visual and x-ray inspection of the lead revealed no anomalies except for procedural damage.